Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2018) is known. The lot was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what was meant by ¿got a pneumo during the case¿? Was there co2 gas leaking at the handle of the probe? Was there co2 gas leaking from the cannula of the probe? During the initial probe test, were bubbles observed? On what type of tissue was the probe used? Where and how was the pneumo identified? Was there any intervention required as a result of the issue? How was the procedure completed? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? What is the current status of the patient?

Event description:
It was reported that during an ablation procedure, physician said she got a pneumo during the case. There were no patient consequences reported.